Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the vent described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.